Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00649.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), pod packing coils (pod pcs), and a pod coil. It was noted that the patient anatomy was calcified. During the procedure, the physician placed a pod coil into the target vessel using a lantern. Then, while advancing a pod pc through the middle of the lantern, the pod pc became stuck. Therefore, the lantern and pod pc were removed. The procedure was completed using a new pod pc and a new lantern. There was no report of an adverse effect to the patient.